Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2018. During the procedure the right atrial lead appeared to be without slack. The patient's history noted twiddlers syndrome. The right atrial lead exhibited increased capture threshold. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.